Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a lot of under sensed episodes wrongly assigned to false pause episodes on the implantable loop recorder (ilr). The ilr was reprogrammed and remains in use. No patient complications have been reported as a result of this event.